Manufacturer narrative:
Customer reports that every second needle causes severe pain and he had to dispose of about 40 needles out of a new box. These needles were not bent and there doesn't seem to be any issues with them. Customer is not a new user and have not seen this issue before. Customer never reuses the needle. Review of manufacturing showed no abnormalities or deviations from the validated manufacturing process for the main batch 231590. Penetration force control in-process control showed no issues either. No error could be found.

Event description:
Customer reports that every second needle causes severe pain and he had to dispose of about 40 needles out of a new box. These needles were not bent and there doesn't seem to be any issues with them. Customer is not a new user and have not seen this issue before. Customer never reuses the needle.